Event description:
The initial oxygen reading was 81.2% which should have produced an "alarm" but wasn't mentioned with initial complaint. The repair statement indicates that the 4 way valve was sticking.